Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer address =(B)(6) , e1: customer phone = (B)(6), g4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a stone removal procedure, the wire of an ngage nitinol stone extractor detached from its sheath. The device was tested prior to use, and it successfully retrieved three stones before encountering the problem. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex a and annex g) investigation ¿ evaluation as reported, during a stone removal procedure, the wire of an ngage nitinol stone extractor detached from its sheath. The device was tested prior to use, and it successfully retrieved three stones before encountering the problem. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), manufacturing instructions (mi), and instructions for use (IFU), and quality control, as well as a visual inspection and functional test of the returned device, along with interviewing personnel were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. The handle actuated the basket formation. The basket shrink tubing that holds the basket wires in place was split. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified one other complaint associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. A review of the IFU t_shef_rev1 provides the following information: suggested handling instructions for extractors and forceps: important: excessive force could damage device. Based on the information provided, inspection of the returned device, and the results of the investigation, it is possible that procedural factors such as the size, shape, or location of the stones places excessive force on the basket, damaging the basket wire sheaths. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.